Manufacturer narrative:
Cts had customer fax the batch listing and results by sample reports. Batch listing reports were obtained and it was discovered that the samples were not configured for the crossmatch test correctly. The api samples were switched. It should have been two recipients being crossmatched against the same donor sample. The customer did the reverse; she performed testing using the one recipient against two donors. She also used the same configuration on the bench and the same results were obtained.

Event description:
The customer reported they failed proficiency crossmatch survey for two samples since their provue results indicated the crossmatches were compatible but the correct results were incompatible. Incident 1 of 2. (B)(4).